Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that there is a cracked connector. From the reported information, there was no harm to the patient or user in this incident.

Event description:
The reported feedback suggests that there is a cracked connector. From the reported information, there was no harm to the patient or user in this incident.

Manufacturer narrative:
Two mp9081c-0006 samples from lot 18036575 were received for investigation; one in sealed packaging and another in opened packaging with residual fluid within the line. A visual inspection of the sample received in opened packaging confirmed the customer¿s experience as a split of the tubing was identified approximately 1 cm above the male luer component. Furthermore, a slight bulge was identified near the maxplus component. A visual inspection and functional testing performed on the sample received in sealed packaging did not identify any issues, which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 18036575 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. From the information provided by the customer, it appears that the tubing damage was identified during injection of contrast; please note the mp9081c-0006 set is not validated to withstand high pressures, if the product is subjected to extreme pressures it is possible for the reported damage to occur. In this instance, the bulge observed near the maxplus component suggest the pressures applied during use may have been in excess of the product's specification. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the mp9081c-0006 product in the past 12 months. H3 other text : see section h.10.